Event description:
During a ptca the balloon would not deflate. Deflation attempts with a 60cc syringe were unsuccessfully. The balloon was deflated by inflating the balloon until it ruptured. It was removed with no problems. No pt sequelae associated with this event.